Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ plate columbia iii agar 5% sb 90mm that there was contamination. The following information was provided by the initial reporter: it was reported by the customer that lot 2347747 show contamination while still packed and several stacks of boxes are also broken at the edges.

Manufacturer narrative:
H6: investigation summary: this memo is to summarize findings on your recent complaint (B)(4) against columbia iii agar with 5% sheep blood, catalog number 254098, lot numbers 2347747. Event description: it was reported the batch show contamination while still packed and several stacks of boxes are also broken at the edges. Complaint history review: the complaints trends were reviewed for a period covering 12 months. Similar complaints were reported during that period of time on this product. However, a trend could not be detected. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Returned sample analysis: physical samples were not returned for evaluation. Pictures were provided. Based on the evaluation of the shared pictures contamination could be detected. Retain samples were reviewed and no contamination could be identified. Evaluation summary: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal (sterility assurance level) claim. It is filled aseptically; therefore, an occurrence of a contamination event cannot be entirely ruled out. According to our high-quality standard, we only release product batches to the market with an aql (acceptable quality level) = 0,65. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. Uncareful handling of the boxes during the transport/storage can damage the petri dish. However, a definite root cause could not be determined. Investigation conclusion: based on the above-mentioned evaluation the complaint can be confirmed. A definite root cause could not be determined. Bd regrets the inconveniences you have experienced and will continue to monitor similar incoming complaints.

Event description:
It was reported that while using the bd bbl¿ plate columbia iii agar 5% sb 90mm that there was contamination. The following information was provided by the initial reporter: it was reported by the customer that lot 2347747 show contamination while still packed and several stacks of boxes are also broken at the edges.